Manufacturer narrative:
(B)(4).

Event description:
It was reported "md was performing the procedure according to instructions for use (IFU). The catheter was located in the exact position seen through fluoroscopy, but the intra-aortic balloon (iab) did not swell well. So md had to insert the new catheter". There was no report of patient death, serious injury or complications.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of the iab would not inflate completely is confirmed. The returned iab was found with numerous kinks and the outer lumen was found damaged, which could cause the pump to alarm immediately or not allow for proper iab inflation. A small amount of blood was also noted within the helium pathway. The root cause of the kinks and damaged outer lumen is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported "md was performing the procedure according to instructions for use (IFU). The catheter was located in the exact position seen through fluoroscopy, but the intra-aortic balloon (iab) did not swell well. So md had to insert the new catheter". There was no report of patient death, serious injury or complications.